Event description:
A grebset was used during a nephrostomy procedure. A small fragment of the wire was reported to break off during the procedure in the presence of a stone prior to removing the wire through the needle. There were no additional procedures needed and no additional patient impact reported.

Manufacturer narrative:
Device return not anticipated.